Event description:
The customer reported the evis exera iii gastrointestinal videoscope was used for a therapeutic procedure when a clip got stuck in the scope channel. The clip was not noticed during the procedure. The device was reprocessed and used with the clip stuck in it. The issue was identified after it was returned to the sterile processing department. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was not confirmed. No clips were found in the biopsy channel or suction chamber. Examination and testing showed the device's angulation values were low, there was excess play in the directional knob, the distal end cover had scratches, the objective lens had a small chip, and the bending section adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a hemostatic clip with a separated tip was stuck in the forceps channel. It is likely that the clogging occurred due to an attempt to aspirate the forceps channel, which is prohibited by the instructions for use (IFU), in order to retrieve the detached clip. The detection method is described in the operation manual chapter 3 preparation and inspection. Operation manual warns that suctioning solids in 4.2 insertion will clog the suction channel and the suction button. Since the customer's clip aspiration is reported from the complaint information, it can be determined that there was deviation use for IFU. Olympus will continue to monitor field performance for this device.